Event description:
The complaint states that the clip askewed when loading.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. The staples appear properly aligned. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 26 staples left in the cartridge indicating that at least 9 staples have been fired by the end user. Reference files anp1900072601 for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple properly fired from the device. This was repeated with the same result for the next 4 staples. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The next 5 staples fired properly, but the following staple was unable to release from the stapler. The staple was manually removed from the stapler and another attempt to fire a staple was made. Once again, the staple was able to form properly but was unable to release from the stapler. This was repeated six more times with the same result. The stapler was disassembled , and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled , and the trigger was engaged. Upon engagement of the trigger, one staple properly formed and released. This was done two more times with the same result. Next, the anvil from the functioning lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, one staple properly formed and released. This was done two more times with the same result. The anvil does not appear to be defective. The device was sent to the manufacturing site for further investigation. Upon investigation, the stapler was able to properly fire all remaining staples. It could not be determined why some of the staples from the returned stapler were unable to be released. Reference file anp1900072601 for investigation photos and file 1900072601_tecateinvestigation for the manufacturing site's investigation. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused some of the staples to be unable to release. The reported complaint of "not loading properly" was confirmed based upon the sample received. Most of the remaining staples were able to fire properly. However, some staples were unable to release from the device. The sample was sent to the manufacturing site for further investigation. Upon further investigation, the manufacturing site could not confirm that the anvil was defective which could have contributed to some staples not being able to release. Therefore, it could not be determined what caused some staples to be unable to release. No errors could be found in the assembly. The root cause of this complaint issue is undetermined. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73j1800193 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states that the clip askewed when loading.